Manufacturer narrative:
Concomitant medical products: 457445 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a potential infection. Their implantable pulse generator (ipg) was explanted and will not be replaced. No further patient complications have been reported as a result of this event.